Manufacturer narrative:
Further information requested; but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the autocapture of the device was not properly identifying capture versus non-capture. Programming changes were discussed; no intervention was reported. There were no reported symptoms.